Manufacturer narrative:
Patient ID: reported as: (B)(6). Pt age: patient date of birth: reported as (B)(6). Additional device info: this report is for six unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after treatment and surgery the patient developed pseudoarthrosis. The patient had to have another operation due to the pseudoarthrosis. The surgeon wants to know if it has to do with either of the following; plate placement, surgical technique or construct stiffness. This report is for 6 unknown screws. This report is 1 of 2 complaint (B)(4).